Manufacturer narrative:
This complaint is related to an echo-19 device of lot # c1075709. 1 x echo-19 device of lot # c1075709 was returned to cook ireland for evaluation this echo device was received with the needle advanced (approx. 7.5cm) out the sheath of the device. The stylet was fully inserted in the device. A (kink)mark was visible below the sheath extender when the sheath extender was positioned at reference mark 0.5. The stylet could be retracted and advance without any issue, but it was not possible to retract and advance the needle during the laboratory evaluation. To further evaluate the inability to retract and advance the needle in the laboratory, the handle of the device was dismantled and the needle was removed from the device. The needle was noted to be broken at approx. 33.5cm from the proximal needle hub, which coincides with the (kink)mark below of the sheath extender. This distal needle tip was examined under the microscope and it was confirmed to be fully intact. The customer complaint was confirmed as the device was returned with the needle broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely occurred during the procedure when the needle was reinserted into the scope without the stylet fully in place. It could also occur due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage and the difficulties experienced by the customer in retracting the needle. Since the conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c1075709 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. It also states in step 15. ¿for additional cell collection from same lesion, gently reinsert into metal fitting on handle. Note: prior to reinserting stylet, wipe with saline or sterile water. While supporting sheath at luer lock fitting, advance stylet in small increments until stylet hub is engaged in fitting. ¿ the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Customer inspected the echo device prior to using and no issues noted. They used a pentax eus scope during the procedure. They inserted the needle through the scope and removed the stylet. The scope was not bent and they performed the puncture without problem. They removed the needle from the scope (needle was not kinked) they flushed with water without problem. They inserted the needle through the scope without the stylet but when they wanted to insert the stylet it was impossible so they removed the echo needle from the scope. The procedure was successfully completed with another echo device. The echo device was returned for evaluation and confirmed to be broken below the sheath extender.